Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneously elevated troponin (accutni) result in the risk stratification range generated by access 2 immunoassay system for one patient. The result was reported out of the laboratory. Because subsequent testing on the second sample from the patient produced result in the normal range, the first sample was retested and the result was in the normal range. A corrected report was sent out. The customer indicated the patient's nurse was contacted and the nurse was not aware of any injury or change in patient treatment associated with this event. Since it is unknown if the patient treatment was affected in this event, the risk of serious injury will be assumed.

Manufacturer narrative:
The samples were collected in lithium heparin plasma tubes with gel, and centrifuged for 3 minutes at 7200 rpm. The customer stated that there was no visible fibrin in the sample. Qc is run daily and is within the established ranges. System checks performed on (B)(6) 2010 and (B)(6) 2010 produced results in the specifications. The customer did not report any event log messages associated with this event. A bci field service engineer (fse) was on site on (B)(4) 2010, and performed preventive maintenance and other necessary service procedures. The fse performed a system check and the results were within the specifications. The fse ran qc and the results were within the established ranges. The fse verified the instrument per published performance specifications, and no hardware issue was identified. A definitive root cause for this event has not been determined.